Event description:
Patient had a c section and a urinary catheter was inserted in to the bladder. The next day, the catheter was to be removed, however, the balloon would not deflate. After several attempts, the catheter was cut and balloon still did not deflate.